Event description:
A (B)(6) male patient contacted zoll customer support to report that neither of his batteries would power up the monitor. The patient was issued two replacement battery packs.

Manufacturer narrative:
Manufacture date: (B)(4), (B)(4): 10/2007. Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery won't power up monitor) was confirmed. Upon evaluation, the battery pack had a low output voltage (1.88 volts) and would not charge. The battery produced faults when placed on the charger due to low voltage. The root cause for the low output voltage could not be positively determined, but is likely due to defective cells within the pack. The root cause for the defective cells could not be positively determined. Device evaluation of battery pack (B)(4) has been completed. The reported problem (battery won't power up monitor) was confirmed. Upon evaluation, the battery pack had a low output voltage (1.96 volts) and would not charge. The battery produced faults when placed on the charger due to low voltage. The root cause for the low output voltage could not be positively determined, but is likely due to defective cells within the pack. The root cause for the defective cells could not be positively determined. No adverse event resulted from the defective battery packs. The patient received two replacement battery packs.